Event description:
As reported by navilyst medical's distributor in the (B)(6), after a PICC was placed, a post-insertion x-ray showed that the catheter had looped and knotted. It was removed later the same day. The patient condition was reported as "stable." The used device was not returned by the hospital, but a photograph was provided.

Manufacturer narrative:
The device history records of the reported lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The navilyst medical (B)(6) 2015 complaint report was reviewed for the bioflo PICC product family and failure mode of "catheter knotted - removed." No adverse trends were identified. Based on the photography provided in lieu of a sample, the complaint was confirmed; the catheter was visibly knotted at the end. Potential contributing factors for the observed condition may be catheter positioning techniques used during the placement procedure or patient anatomy. Navilyst medical's procedure for incoming inspection of catheter tubing includes visual inspection for dents or damage, as well as verification that a guidewire will pass through the length of the tubing without resistance.